Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. All buttons functioned properly. However, moisture damage was noted on the keypad traces. No scrolling number anomaly was noted on the display.

Event description:
Customer reported he was hospitalized for diabetic ketoacidosis because his readings were off 790 mg/dl. Customer felt the device was not delivering any insulin. Customer also reported the sound up buttons on the insulin pump might have been jammed into the device. Customer's blood glucose was 162 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.